Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported a catheter became stuck. A percutaneous coronary intervention (pci) was being performed. An opticros 6 hd was used to image the lesion. During the third intravascular ultrasound (ivus) run, the opticross 6 hd catheter became stuck on a non-bsc wire. There were no patient complications.